Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke with the customer over the phone. The customer cleaned and lubricated the sampler drive gear and guide rail. Qc ran with no error. All results were within acceptable range. No further action is required by field service. A 13-month complaint/service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2018, which included data from (B)(6) 2017 through 16 aug 2018. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting is as follows: 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause for the reported event was a dry sampling guide rail and drive gear.

Event description:
A customer reported error 710 z1-axis on the g8 instrument. Technical support (ts) advised the customer to power down the instrument then to remove the sample probe and clean the guide rods. Once clean, ts advised the customer to replace the sample probe and to run quality controls (qc). The customer called back to report that instrument still displayed 710 z1 axis errors after cleaning the guide rods. Ts advised the customer to run samples with the cap off. The analyzer sampled with no error. The customer replaced the sample needle but the error reoccurred. The instrument was down. The customer is unable to run patient samples on hba1c diabetes assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.